Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k339 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot k339 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. The complaint kit was returned for investigation. Examination of the received kit verified the centrifuge bowl broke into multiple pieces. The centrifuge bowl base was the only part of the centrifuge bowl assembly returned for evaluation. Inspection of the centrifuge bowl base identified one of the four centrifuge bowl locating tabs had broken off, indicating the centrifuge bowl had dislodged from the bowl holder. The remaining 3 of 4 locating tabs were still present. A material trace of the centrifuge bowl assembly and its components used to build lot k339 found no related non-conformances. A device history record review did not identify any related non-conformances, deviations or equipment maintenance events. This kit lot had passed all lot release testing. Examination of the returned kit indicates the centrifuge bowl most likely dislodged from the bowl holder and impacted the centrifuge chamber wall. The root cause of the centrifuge bowl break was most likely due to the centrifuge bowl not being secured into the bowl holder during installation by the kit by the end user. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(6) 2022.

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke after approximately 200 ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition and successfully completed a new treatment with a new kit. The customer returned the complaint kit for investigation.

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke after approximately 200 ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition and successfully completed a new treatment with a new kit. The customer returned the complaint kit for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k339 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot k339 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. The complaint kit was returned for investigation. Examination of the received kit verified the centrifuge bowl broke into multiple pieces. The centrifuge bowl base was the only part of the centrifuge bowl assembly returned for evaluation. Inspection of the centrifuge bowl base identified one of the four centrifuge bowl locating tabs had broken off, indicating the centrifuge bowl had dislodged from the bowl holder. The remaining 3 of 4 locating tabs were still present. A material trace of the centrifuge bowl assembly and its components used to build lot k339 found no related non-conformances. A device history record review did not identify any related non-conformances, deviations or equipment maintenance events. This kit lot had passed all lot release testing. Examination of the returned kit indicates the centrifuge bowl most likely dislodged from the bowl holder and impacted the centrifuge chamber wall. The root cause of the centrifuge bowl break was most likely due to the centrifuge bowl not being secured into the bowl holder during installation by the kit by the end user. No further action is required at this time. This investigation is now complete. (B)(4).